Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The skin was prepped with an alcohol wipe prior to insertion. The patient pediatric patient had some discomfort upon sensor insertion and two days later, the sensor failed (B)(6) 2024). When removing the sensor, a ¿lump¿ on the patient¿s arm was noticed. The patient went to the emergency room for evaluation as she started experiencing a fever of 106 degrees fahrenheit, was vomiting, and dizzy. The patient¿s ¿lump¿ was diagnosed as an abscess. The abscess was cultured to determine the correct antibiotics to prescribe the patient, in addition to, other unspecified blood work and an ultrasound of the area. The also made sure the patient¿s lungs were ¿clear and clean¿. The patient underwent an incision and drainage procedure. The patient was also put on IV bactrim for 10 days while hospitalized. The patient was discharged home after 10 days. She was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).